Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the first device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that two protaper gold files broke during use. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Customer returned 2 broken ptgrs125 from an unknown lot number. Using microscope visually checked files. No manufacturing defects or markings noted on files. Approximately 8mm and 2mm was broken off of the tips. Due to the condition in which the file was returned no additional testing can be performed. No unused files returned. In this case, the file was retrieved.